Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. Patient described the area as a rash with little open sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use vaseline for the skin irritation. Follow up indicated that the skin irritation improved.